Event description:
It was reported that the unspecified bd¿ syringe leaked antibiotic powder past the plunger. The following information was provided by the initial reporter: seeing crystallization of antibiotic powder on back side of plunger meniscus.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe leaked antibiotic powder past the plunger. The following information was provided by the initial reporter: seeing crystallization of antibiotic powder on back side of plunger meniscus.

Manufacturer narrative:
H6: investigation summary it was reported there was crystallization of antibiotic powder past the plunger. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows three syringes. Each syringe has 20ml of a crystalline solution. It appears there is a droplet of the solution on the top area of the syringe rubber stopper. However, it is not conclusive. No other information could be obtained from the photo. As the material and lot number was not provided, a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be determined.